Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness/rupture health effect - clinical code (B)(4): generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) native hawaiian or other pacific islander female who underwent primary breast augmentation with 500cc mentor memorygel breast implants experienced bilateral implant rupture and several unexplained systemic symptoms post procedure. Pain in breast, chest pain, loss of breath, memory loss, sleep issues, numbing, hair loss, and eye sensitivity were noted. The ruptures were confirmed through magnetic resonance imaging. As a result, an explant was performed on (B)(6) 2021, 2021. See 1645337-2021-07443 for contralateral prosthesis report.